Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve. A braking force and braking function test is not applicable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. Because the valve is not permeable, a computer controlled test is not possible. Results: first we performed a visual inspection of the shunt assistant valve. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve, it was not possible to further investigate the claim of under-drainage via our computer controlled test. Finally we have dismantled the valve. Inside the valve we have found minimal build-up of substances (likely protein). Based on our investigation, due to the observed occlusion we can confirm the complaint of under-drainage at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the fin inspection when release from christoph miethke gmbh & co. Kg. Associated medwatch: 3004721439-2019-00131.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient data: height and gender unknown. Implant date: (B)(6) 2019, exact date unknown. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the progav system. The patient was implanted with a shunt system in (B)(6) 2019. Postoperatively, the valve was suspected to be blocked. On (B)(6) 2019, the valve was explanted due to the malfunction. Additional information was not provided. (The valve and shunt assistant were reported separately).